Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulty registering. They attempted registration numerous times but were unable to get the metric below 5. After the 8th time, they got the metric to 3.5, however it was still inaccurate. They took the inaccuracy into account and proceeded after a 10-minute delay. There was no known impact on patient outcome.

Manufacturer narrative:
Correction: analysis on the returned software determined to be inconclusive as there was insufficient information to determine a root cause.